Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service alarm 078. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2016 with the following findings: a review of the black box and alarm history showed a call service 078 alarm. The pump powered on with no alarms. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no call service alarms were received. The pump was opened to find no evidence of corrosion or damage on the motor flex connector. Unrelated to the original complaint, the battery compartment was cracked from the top to the cover. A cover crack was found between the corner of the lens and the case seal.

Manufacturer narrative:
Follow-up #2, 7-april-2017- correction to serial#.